Manufacturer narrative:
H6: the subject device was manufactured to specification. Co is unable to reliably determine the cause of the breakage. Therefore, a conclusion cannot be drawn.

Event description:
Cervice spine locking plate broke post up and was removed on 12/10/1997.